Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's tenderness resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly tenderness at the incision site. The explanted device will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.